Event description:
The customer reported being hospitalized due to low blood glucose of 45mg/dl. The customer was experiencing unexplained low blood glucose for the several days. Troubleshooting was performed. The customer stated that her blood glucose was at 300mg/dl and her bolus wizard estimate was 0.0 units. Then the customer overrode the bolus wizard and gave herself 3.0 units. The customer's glucose levels dropped to 24mg/dl. The customer stated that she was treated with the insulin pump. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer did not want to continue troubleshooting, and a replacement of the insulin pump was requested. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.